Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior); "vitrectomy" (vitrectomy). Product problem(s): "not getting the phaco power was expecting" (device operates differently than expected). A nurse reported during a case the surgeon was not getting the phacoemulsification power expected. It was also reported that fluid was not going into the cassette. The facility tried another cassette and still could not visualize any water going into the cassette. An unplanned vitrectomy was performed. Pt impact is unk. Multiple attempts were made to retrieve additional info but none has been received to date.

Manufacturer narrative:
The customer called in to technical service to report the problem. The customer called back a few minutes later to deny service stating they would have their biomedical engineer look at the system first. On a follow-up call, the biomedical engineer reported the unit was in use and requested preventive maintenance be performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)